Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11 additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be traced to maintenance.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the impactor device attachment for shell impactor got cross threaded onto the shell. During in-house engineering evaluation, it was observed that the device had medical debris on the threads. It was determined that the kincise cup-adapter could not remove the cup due to medical debris observed on the threads. It was further determined that the device failed pretest for visual assessment, threaded fitting assessment and threaded fitting assessment. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.